Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. The service territory manager (stm) verified error codes 43, 45, and 53 in error logs, and also verified that when booted up the iabp displays electrical test fails #118. The stm replaced front end board, and recalibrated all pressure transducers. The stm then ran and passed all performance and function tests. The iabp was returned for clinical use.

Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) was displaying error codes 45 and 43. There was no patient harm nor adverse event reported.